Event description:
Pt reported the infusion device display is defective and several segments have turned black. Pt reported misinterpretation of the insulin delivery amounts is possible. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The display is missing a pixel line and a pixel column due to a defective display printed circuit. The defective pixel cannot lead to misinterpretation of insulin amounts.